Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the rechargeable battery was not retaining it's charge. While the pt was changing his batteries, he placed this battery into the battery clip first and the pump stopped. The pt did not confirm that the battery was charged before he placed the battery into the battery clip. The battery was then placed into the battery charger and a red led illuminated. The battery would not charge. The battery was exchanged. The pt remains ongoing with no further issues reported.

Manufacturer narrative:
Usage of the device: the usage of the returned rechargeable battery (serial (B)(4), mfg date sep 2011) is not known to the MFR as the battery is not labeled for single use. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.